Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the packaging of sputum suction tube inside was damaged when using a double-lumen bronchial intubation. In order to avoid nosocomial infection, the sputum suction tube was replaced. There was no patient involvement.